Event description:
It was reported that, "when trying to connect the inserter into the implant, the inserter would not engage into the stem."

Manufacturer narrative:
Summary of evaluation: visual inspection of the returned device indicated that the split collar was deformed in a superior direction consistent with improper mating of the stem and stem inserter. The stem was not fully seated in the insertion feature as indicated in the rejuvenate surgical protocol. The device manufacturing history record review indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows this event is related to a trend of similar events where the split collar of the stem inserter deforms due to improper seating of the stem in the insertion feature. Two non-conformances were observed. The first to address the failure mode the split collar of the stem inserter deforming due to improper seating of the stem in the insertion feature and the next to address inappropriate gaging design and tolerancing.